Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received with normal operating currents. No unexpected low battery alarm noted. However, pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump received serial number label fading. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery issues. The customer¿s blood glucose level was 7.9mmol/l at the time of incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.